Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred on a second laser fiber being used for the procedure. It was noted that the fiber optic line of the catheter had inadvertently been damaged by the site. There was a reported delay to the procedure of less five minutes due to this issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 14-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the laser of the ablation system would not heat the laser fiber. The fibers were swapped to restore functionality. There was no patient present when this issue was identified. The subsequent procedure was delayed by less than one hour due to the reported issue.